Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2158-50, serial #: (B)(4), description: linear lead with enhanced stylet, 50cm. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's leads eroded through the skin and were visible. An x-ray confirmed it to be the leads, and not the lead extensions. The patient underwent a revision procedure wherein the leads were buried deeper under the skin. The physician does not know if the erosion was device related. The patient was given antibiotics as a preventative measure.